Manufacturer narrative:
The insulin pump was monitored in 3 days and had no time anomaly noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump downloaded properly to the carelink pro software and time/clock were recorded properly. The insulin pump had minor scratched display window and cracked reservoir tube lip. No scratch/ damage on lcd board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's lcd screen had a scratch on it. Customer's blood glucose level was not reported. The customer was able to read the screen but the clock was losing time. The clock on the insulin pump will work for a day and then reset to inaccurate time. They uploaded the insulin pump to carelink and the times and readings were incorrect. The clock lost about 5 hours of time. The loss was greater than three minutes within 10 days and the loss was greater than 9 minutes within 30 days. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.